Event description:
A jackson pratt suction drain was placed in the operating room on 9/1/92 after excision of a right neck mass. Upon drain removal on 9/2/92, the tubing broke, and residual drain was left in the wound. The patient was taken back to the or to retreive the residual drain. This required re-exploration of the wounddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.